Event description:
Pt status post acdf, c5-c6, returned for post op visit. An x-ray showed one broken screw in the plate. Pt returned to surgeon's office for second post op visit and an x-ray showed four (4) broken screws and a non-union. Surgeon is not planning a revision, will monitor the pt.

Manufacturer narrative:
Add'l info has been requested. Subject device not explanted. Synthes is unable to provide the MFR and/or the date of mfg without lot number provided. The investigation could not be completed, no conclusion could be drawn, as no lot number was provided.